Event description:
It was initially reported that the zimmer air dermatome ii had small cracks in the surface finish of the device. Additional clinical information determined that the issue was discovered during the cleaning of the device. There was no patient involvement or harm associated with the report and no surgical procedure was involved.

Manufacturer narrative:
The zimmer air dermatome ii, serial number (B)(4), was returned for evaluation. The customer did not return a hose or any width plates for evaluation. The device was processed and there is no investigation required for this complaint based on the evaluation which revealed bubbling/blistering of the surface coating to the head and neck. The bubbling/blistering and peeling of the surface coating observed with air dermatome ii units and related components had been previously addressed. The device will not be returned to the customer.